Event description:
It was reported to vyaire medical that the bellavista ventilator had a blank screen while on patient.the device was replaced with another ventilator. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: unit was in idle stage for 10- 14 days without touching the device at all, although there is no activity log between 02/11/2022 and 09/11/2022 the environmental conditions are logged periodically. There is nothing suspicious in the logs. As per the notes on case 00179387 vyaire technical support already informed customer that there is no issues with the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: d4:corrected UDI information h4:corrected device manufacturer date